Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log as downstream occlusion! Messages. The alarms in the log were likely a result of normal pump operation. Testing of the device found it to be within specification and the customer reported issue could not be reproduced during evaluation. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. There was no patient involvement. No additional information is available.